Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User advanced the device to desired position then release but found out the stent broken. User changed to a new device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was received 11-nov-2025: 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Room temperature. 3. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure? Boston scientific yellow zebra wire guide. 4. Was the wire guide lubricated prior to use? Yes. 5. Was the wire guide inspected for damage prior to use? Yes. 6. Was the device at the centre of the complaint inspected for damage prior to use? Yes. 7. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes. 8. If yes please indicate the type of procedure performed. Ercp. 9. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. 10. If not with the device in question, how was the procedure finished? Need this device. 11. Did the patient require any additional procedures as a result of this event? No. 12. What intervention (if any) was required? N/a. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 14. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please detail any other defects observed. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? Yes. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus duodenoscope. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreas. 5. If other, please specify: 6. Was resistance encountered when advancing the wire guide to the target location? No. 7. Was resistance encountered when advancing the introduction system in place to the target location? No. 8. How did the physician deal with this resistance? N/a. 9. How did the physician determine the length of the stent to be used for the procedure? Angiography shows. 10. Where was the stricture located in the duct? Not stricture, used for pancreas drainage purpose. 11. Was the stricture dilated prior to placing the device? If so, please indicate what device(s) were used. N/a. 12. Was resistance encountered when advancing the stent through the obstructed area? N/a. 13. After placement, was stent position verified? Yes. 14. If yes, please describe how. X-ray check and found out the stent kink. 15. Please estimate the amount of time the stent was in place prior to this occurrence. The issue was detected just after deployment. 16. Did any section of the device detach inside the endoscope or patient? No. 17. If yes, please specify what section of the device broke off: n/a. 18. Please indicate whether the device broke in the endoscope or in the patient? N/a. 19. Was the broken device retrieved? N/a. 20. If yes, please indicate what tools were used during retrieval n/a. 21. If yes, please indicate what modifications were made: no modification. 22. Please indicate why the modifications were necessary. N/a. 23. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. N/a. 24. Did the patient require any additional procedures as a result of this event? Na. 25. What intervention (if any) was required? N/a. 26. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c2302599 of spsof-5-5 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 03 dec 2025. Visual inspection: stent returned and damage observed along the body of the stent. Flap appears to be torn and not present. Kink observed along the body of the stent. Functional inspection: 0.035 inch wire guide does not pass through the stent. A photo was received which revealed the stent in damaged condition. Manufacturing records: prior to distribution, all spsof-5-5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-5-5 device of lot number c2302599 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the spsof-5-5 device confirms the failure mode has not previously occurred with the current lot number c2302599. Instructions for use and label: the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent may have become slightly kinked during the handling or straightening process. This initial kink likely worsened during advancement to the target site, causing damage along the stent body. The damage ultimately resulted in the flap tearing and subsequently detaching. According to the patient/event notes, stent position was verified via x-ray, which also confirmed the presence of a kink. This finding aligns with the laboratory evaluation, where the stent was observed to be kinked along its body. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent was reported to be broken. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent may have become slightly kinked during the handling or straightening process. This initial kink likely worsened during advancement to the target site, causing damage along the stent body. The damage ultimately resulted in the flap tearing and subsequently detaching. According to the patient/event notes, stent position was verified via x-ray, which also confirmed the presence of a kink. This finding aligns with the laboratory evaluation, where the stent was observed to be kinked along its body.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 09-jan-2026.